Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Implant date: (B)(6) 2004 and/or (B)(6) 2006 and/or (B)(6) 2006. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6)2004, the patient was pre-operatively diagnosed with c 5,6,7 radiculopathy secondary to c4-5, c5-6, c6-7 spondylosis and stenosis and underwent the following procedures: 1) c4-5 anterior discectomy. 2) c4-5 arthrodesis. 3) c5-6 anterior discectomy. 4) c5-6 arthrodesis. 5) c6-7 anterior discectomy. 6) c6-7 arthrodesis. 7) anterior instrumentation greater than 2 segments. 8) interbody fusion cages c4-5. 9) c5-6 interbody fusion cages. 10) c6-7 interbody fusion cages. 11) interpretation of fluoroscopy. As per op-notes,¿ the dura was visualized and completely decompressed both in the neural foramen and the spinal canal at all three segments. Distraction posts were removed. The holes were waxed. Interbody fusion cages were placed. An 11 mm cage was countersunk at c4-5 using the sizer and drill guides. 11mm x 12mm cage was packed with rhbmp-2 and was used at c4-5. The same procedure was used to place the 9mm cage at c5-6, counter sinking under fluoroscopy. The same procedure was used at c6-7 using a 12mm x 12mm cage.¿ the patient tolerated the procedure well without any intraoperative complications.